Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the axillary vein stenosis of left upper limb, after about fifteen seconds of expansion, the pta balloon allegedly ruptured and leaked blood. It was further reported that the balloon was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not received for evaluation. One photo received and reviewed. In the photo could observe the device placed in the polythene bag and only visible the distal portion of the balloon. And the balloon material unraveled could be identified. No other anomalies were noted. Therefore, the investigation is confirmed for the identified balloon material unraveled as the material unraveled in the distal region could be observed in the photo. And the reported balloon rupture remains inconclusive as the evidence of rupture could not be identified in the received photo. A definitive root cause for the reported balloon rupture and identified balloon material unraveled issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the axillary vein stenosis of left upper limb, after about fifteen seconds of expansion, the pta balloon allegedly ruptured and leaked blood. It was further reported that the balloon was removed. The procedure was completed using another device. There was no reported patient injury.